Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: a5; d1; d2; d4; g4

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown 36 -3 ceramic biolox, unknown cup, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device was requested, but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent initial hip arthroplasty on unknown date. Subsequently the patient was revised due to noise of the hip. X-rays and an ultrasound were taken, and nothing was shown to be dislocated. Implants were in good position. During pre op, the surgeon went through several range of motion tests and the hip did not dislocate, but there was a small click which the surgeon determined was tightness in the it band. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.